Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product has been received in two parts. It was noticed that it was damaged, it broke on the middle of the piece just below the cone. The review of the device manufacturing quality can't be performed as the DHR is not available. 1 complaint has been recorded for aura ii hip ha coated right size 3 batch 0000055881 within one year. According to available data, the exact root cause can¿t be determined. This complaint could be reopened if further information is received later. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during total hip prosthesis, aura stem was implanted. After the first revision surgery to remove the avantage cup, the patient came back due to a brutal functional impotence by walking. Following that a revision surgery was performed to remove the fractured stem and the other amplitude products implanted. Patient underwent revision. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned.

Event description:
It was reported that patient underwent revision surgery due to breakage of the modular neck.